Event description:
It was reported that, "the arthroplasty was revised due to recurrent dislocation and chronic instability. The acetabular components were revised, but only the liner was sent to our institution. The components were implanted in situ for 5.94y."

Manufacturer narrative:
Method: review of device mfg history record, complaint history & packaging insert. Evaluation summary: it is not possible to determine the root cause for the reported instability and recurrent dislocations with the limited information provided. A review of stryker records for the reported lots of devices reveals that they were manufactured and accepted into finished goods with no reported discrepancies. There have been no other reported events for the reported lots. No further investigation is possible at this time. No items associated with the event were returned to stryker orthopaedics. Analysis of the reported devices along with patient x-rays, medical records and operative reports would be useful in completing a thorough investigation of this event. If additional information becomes available, this investigation will be reopened.